Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the atrial lead exhibited undersensing. The device was reprogrammed. Testing was successful after these changes. No patient symptoms were reported.